Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2005 and a mesh was implanted. The patient experienced pain, erosion of her internal tissues. The patient has undergone additional surgeries and revisionary procedures, including a surgical procedure on (B)(6) 2011. No additional information is provided at this time.

Manufacturer narrative:
Following insertion of the device, the patient experienced pain, erosion, extrusion, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring, organ perforation and other. On (B)(6) 2009, the patient underwent a repair of recurrent enterocele; revision of pelvic mesh; cystoscopy; lysis of adhesions due to recurrent enterocele, colopexy failure, and stress urinary incontinence with urethral hypermobility. The patient underwent another procedure on (B)(6) 2011 due to recurrent pelvic organ prolapse/enterocele, and stress urinary incontinence. The mesh was excised because the mesh had rolled along vaginal wall. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005. It was reported that the patient underwent implantation of solyx sis system on (B)(6) 2009. No additional information was provided. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-25618 and 2210968-2013-25620. The same patient is represented in each medwatch.